Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient developed a skin reaction with an infection. Prior to sensor insertion the area was cleansed with soap and water. The patient developed redness, a lump, and pus at the needle puncture site. On (B)(6) 2024, the patient consulted his primary care physician who performed an incision and drainage to relieve the pus form the insertion site. The healthcare provider (hcp) prescribed an oral antibiotic medication (doxycycline monohydrate 100 mg, one tablet per day for 10 days) for the infection. At the time of report the wound was healing, but the patient still had pain in the area. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: health effect - clinical code - e1803 - nodule. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).